Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead exhibited an helix mechanism issue. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in two pieces. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over torqued of the inner coil consistent with procedural damage.